Event description:
It was reported to philips that system was displayed e-stop message, geometry movement not available. The procedure was completed by using another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that the system displayed e-stop message, geometry movement not available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found physical damage to control module cable, found that the customer damaged the control module cable during patient load and the cable wires were exposed. To resolve the issue, fse replaced control module cable and verified proper operation. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.